Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device broke while inserting a 5mm peanut device as well as a 5mm suction device into each trocar. Both devices got stuck in the device and could not get out. The trocar had to be removed and a new one had to be opened and used as well as each device being used. There was no injury caused to the patient and no medical intervention was required.